Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to over written with a47 alarms in alarm history screen. A47 alarm noted due to corrupted history file. The motor was tested outside the device and passed. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 225 mg/dl. Customer also stated they received a motor position encoder error alarm on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.